Manufacturer narrative:
Additional information was received indicating that the valve was removed due to thrombosis on the valve, and resultant immobility of the valve leaflet. The patient admitted to being non-compliant with their anti-coagulant treatment, and the explant was considered due to the patient's medical non-compliance rather than a failure of the mechanical valve. Conclusion: based on the received information, the leaflet motion was due to patient issue. Site confirmed the device will not be returned for analysis. (B)(4).

Event description:
Medtronic received information that eleven months post implant of this 29mm mechanical mitral valve, this valve was explanted and replaced with a medtronic 25mm mechanical heart valve. No adverse patient effects were reported.

Manufacturer narrative:
Multiple attempts to obtain additional information regarding the reason for explant have been unsuccessful. The device has not been returned. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.